Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared in future.